Event description:
This customer observed false negative vitros benz results on samples from the same patient using the vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported from the laboratory. Corrected reports were issued there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.